Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity. Clinical investigation: the patient medical records were provided by the facility on (B)(6) 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The post market surveillance department has reviewed the provided medical records and treatment data, along with the details associated with this patient adverse event. The results of the clinical investigation are as follows: a call was placed to the biomedical technician. The biomedical technician reported that he performed functional tests on the machine post event and machine passed all testing. He also tested the dialysate and this test passed as well. A call was placed to the registered nurse (rn). The rn reported that the patient's hemoglobin was 6.5. Medical records reveal the patient¿s hemoglobin at the clinic was 6.5 and the hemoglobin at the hospital was 5.6. The patient was also found to be in acute hypoxic respiratory failure secondary to fluid overload from end stage renal disease. The rn stated the patient is non-compliant and misses many treatments. Medical records confirm the patient is non-compliant, as well. Medication records reveal the patient did not attend a scheduled hemodialysis treatment on (B)(6) 2016. The medical records further indicate the patient signed off early during hemodialysis on (B)(6) 2016. This missing of treatments and the patient signing off early during a hemodialysis treatment may have contributed to the patient¿s fluid overload. Medical records reveal the patient¿s abdominal pain is chronic. A review of the medical records reveal the patient experienced chest pain during hemodialysis on (B)(6) 2016 that was resolved with lowering of the bfr to 300, as well as by administering oxygen and nitroglycerin. The patient also experienced cramping that was relieved with 200cc of normal saline. The patient signed off 20 minutes early. The patient has a history of coronary artery disease and peripheral arterial disease that required a coronary artery bypass graft as well as left subclavian and iliac stents. Therefore, this episode of chest pain is not a new adverse event due to hemodialysis treatment but, a pre-existing condition due to the patient¿s comorbidities. The patient was hospitalized from (B)(6) 2016 for syncope and collapse during hemodialysis on (B)(6) 2016. There is no documentation in the medical record that indicates a causal relationship between the fmc bloodline and the patient¿s hospitalization for a syncopal episode. The patient¿s syncope and collapse were felt to be secondary to a vasovagal response and cardiology ruled out cardiac arrhythmias. In addition, the patient was found to be severely anemic and required a blood transfusion. It should be noted the patient¿s anemia was a result of a gastrointestinal bleed that was resolved during hospitalization. Additionally, the cardiologist remark within the patient medical record noted that the event was likely vasovagal and the patient¿s anemia were the most likely contributors to the patient¿s syncopal episode requiring hospitalization.

Event description:
A biomedical technician (bmt) at the user facility reported an adverse event experienced by a patient while undergoing a routinely scheduled hemodialysis (hd) treatment. The patient "passed out" and appeared to be without a pulse approximately two hours after initiation of the hd treatment. The patient's blood was returned and cardiopulmonary resuscitation (CPR) was begun. Emergency medical services (ems) was contacted. The patient regained consciousness and ambulated to the stretcher for transport to the hospital for evaluation. At the hospital, the patient was found to have severe anemia (hemoglobin 5.6). The patient received a blood transfusion and was subsequently diagnosed with upper and lower gastrointestinal bleeding (gib). The patient was stabilized and received hemodialysis during their hospitalization without issue. The patient was discharged home on (B)(6) 2016. The patient's discharge diagnosis noted the following: syncope likely secondary to vasovagal response; cardiac arrhythmia was ruled out. Severe anemia secondary to gib. Following the event, the unit was pulled from service for evaluation. Functional testing performed by the biomed confirmed that the unit was operating properly. No malfunctions were alleged, observed, or identified for any of the fresenius products utilized for the patient's hd treatment prior to or during the therapy. The 2008t hd machine was returned to use at the user facility without issue. No complaint devices are available for a manufacturing evaluation as all disposables were discarded by the user facility. Hemodialysis treatment orders: dialyzer: 180nre optiflux; dialysate composition: 2.0k, 3.0ca, 1.0mg, 100 dextrose; sodium (meq/l): 140; bicarbonate machine setting (meq/l): 40; bfr: 550; scheduled hours: 4.0.

Manufacturer narrative:
Manufacturing investigation: the device was not returned nor was a companion sample available to the manufacturer for physical evaluation. No malfunction was confirmed during evaluation of the alternate sample. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all bloodline tubing sets shipped to this account within the selected time frame. A records review was performed on each identified lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria. Therefore, the complaint was not able to be confirmed as it relates to the fresenius bloodline.